Manufacturer narrative:
The doctor did not disclose any follow-up information on the patient; nor did she disclose the product that would be used for recementation. The product was returned for evaluation and met specifications for porosity, appearance, and color. A review of the manufacturing records indicated that the product met qa release specifications. A review of complaint database trending showed that no similar complaints were received regarding the lot in question. These investigation results indicate that this incident was an isolated incident and was not the result of a product failure.

Event description:
On (B)(6) 2011, a doctor alleged that a swirl pattern appeared on porcelain veneers (B)(6) after placement on teeth 7- 10, which include both upper central incisors and both upper lateral incisors. The doctor stated that the veneers will be removed.